Event description:
Clinic staff repeatedly cleaned dialysate pressure high alarms without stopping treatment to determine the cause of the alarms. The pt finishes the treatment 3.5 pounds under dry weight. There was no pt injury or med intervention. There was no problem found with the machine.